Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 captures the reportable event gel misplaced - non vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on (B)(6) 2023. The procedure was performed under local anesthesia. During the procedure the hydrogel seemed to be placed in the right location. Days after the procedure, computed tomography (CT) scan suggested a possible rectal wall infiltration. Computed tomography (CT) scan and magnetic resonance imaging (MRI) were evaluated. On the axial t2 magnetic resonance imaging (MRI), the hydrogel was noted to get close to the lumen at the midgland and towards the apex, but it didn't appear to penetrate the lumen of the rectal wall. This was determined to be a grade 2 rectal wall infiltration. A scope was discussed to ensure there was no ischemia or ulceration before proceeding with the planned stereotactic body radiation therapy (sbrt), however it was not clarified if the patient's physician planned to do so. The patient current was unknown at the time of this reported, no patient's symptoms were reported. The patient has not started his radiation treatment.